Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue. During the evaluation of the device at a third party service center, the device would not connect to the fsa test station. The device was returned to the manufacturer for evaluation. The device's system board was replaced to address the connection issue due to physical damage and contamination. The device's speaker kit was replaced due to damaged wires.